Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during change out, the competitor's right ventricular (rv) lead was tested and exhibited low out-of-range pacing impedance measurement when connected to the new pacemaker; however, before the procedure the impedance measurement was within normal range. The physician opted to keep the lead since all other diagnostics were stable. The new pacemaker was placed successfully. Additional information indicated that the cause of low out-of-range pacing impedance was not conclusively determined. This system remains in service. No adverse patient effects were reported.